Event description:
Customer service states the provider alleges crossbrace was cracked at the bottom.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.